Event description:
A malfunction alarm with code malf 12 occurred, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue happened again.